Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, g4, h4.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Event description:
Patient reported right side "breast prosthesis encapsulation", "rupture", "presence of fluid", "radial folds", and "pain". Device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture.